Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the incident occurred at the beginning of the laparoscopic cholecystectomy. The patient was in a horizontal supine position. The instrument nurse set up the table, including placing an instrument trolley on the edge of the patient's right leg bed and an instrument tray above the patient's head. There were no other objects around the operating table. The sterile draping was completed. The doctor was standing at the lower left corner of the operating table to help support the laparoscopic instrument. The circulating nurse performed the following adjustments of the operating table: at first, the operating table was moved to a low head and high feet position, then to the left side tilt with adjustment to a certain degree. After the last movement, the operating table suddenly collapsed as a whole, leading to fast unintended movement of a patient. We decided to report the issue due to a potential for serious injury if the situation, namely the fast unintended movement of the table with a patient on the operating table, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus were also directly involved with the reported incident. There was no malfunction of the table, it was considered that the getinge device met its specification and not failed. A review of the received customer product complaints revealed that the issues led to serious injuries of the users when this kind of event occurred. The affected getinge device has been evaluated by the getinge technician, during the inspection of the operating table, no fault was found on site. It was observed that the metal under the leg board of the operating table was damaged. It was investigated that while the table was moving down, an obstacle was encountered, the base lifted off the ground, when the metal facilities couldn¿t support, the whole table dropped down. The case was clarified and closed on the customer side. In the user manual, the user is warned that when setting down the or table, there is a risk of crushing and shearing to the feet or objects. Before putting down the or table, the user needs to be sure there are no objects located under the or table base. When lowering the or table, the user needs to keep a sufficient distance to the or table base. The user is also warned to park the mobile operating table on level ground and secure it with the [lock] function before each application and after each movement (IFU 7200.01 rev. 14, page 27). In summary, as a result of the performed root cause evaluation, it can be concluded that the root cause of the reported issues, namely the base of the table collapse during surgery leading to the fast unintended movement of the table with a patient on the operating table, are related to user error. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the incident occurred at the beginning of the laparoscopic cholecystectomy. The patient was in a horizontal supine position. The instrument nurse set up the table, including placing an instrument trolley on the edge of the patient's right leg bed and an instrument tray above the patient's head. There were no other objects around the operating table. The sterile drapping was completed. The circulating nurse performed the following adjustments of the operating table: at first the operating table was moved to a low head and high feet position, then to the left side tilt with adjustment to a certain degree. After the last movement, the operating table suddenly collapsed as a whole. During the inspection of the operating table, it was found that the metal under the leg board of the operating table was damaged. We decided to report the issue due to a potential for serious injury if the situation, namely the fast unintended movement of the table with a patient on the operating table, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the incident occurred at the beginning of the laparoscopic cholecystectomy. The patient was in a horizontal supine position. The instrument nurse set up the table, including placing an instrument trolley on the edge of the patient's right leg bed and an instrument tray above the patient's head. There were no other objects around the operating table. The sterile draping was completed. The doctor was standing at the lower left corner of the operating table to help support the laparoscopic instrument. The circulating nurse performed the following adjustments of the operating table: at first, the operating table was moved to a low head and high feet position, then to the left side tilt with adjustment to a certain degree. After the last movement, the operating table suddenly collapsed as a whole, leading to fast unintended movement of a patient. We decided to report the issue due to a potential for serious injury if the situation, namely the fast unintended movement of the table with a patient on the operating table, was to reoccur.

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the incident occurred at the beginning of the laparoscopic cholecystectomy. The patient was in a horizontal supine position. The instrument nurse set up the table, including placing an instrument trolley on the edge of the patient's right leg bed and an instrument tray above the patient's head. There were no other objects around the operating table. The sterile draping was completed. The doctor was standing at the lower left corner of the operating table to help support the laparoscopic instrument. The circulating nurse performed the following adjustments of the operating table: at first, the operating table was moved to a low head and high feet position, then to the left side tilt with adjustment to a certain degree. After the last movement, the operating table suddenly collapsed as a whole, leading to fast unintended movement of a patient. We decided to report the issue due to a potential for serious injury if the situation, namely the fast unintended movement of the table with a patient on the operating table, was to reoccur.

Manufacturer narrative:
The purpose of this submission is solely to provide an event date.

Event description:
Manufacturer reference number (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the incident occurred at the beginning of the laparoscopic cholecystectomy. The patient was in a horizontal supine position. The instrument nurse set up the table, including placing an instrument trolley on the edge of the patient's right leg bed and an instrument tray above the patient's head. There were no other objects around the operating table. The sterile drapping was completed. The circulating nurse performed the following adjustments of the operating table: at first the operating table was moved to a low head and high feet position, then to the left side tilt with adjustment to a certain degree. After the last movement, the operating table suddenly collapsed as a whole. During the inspection of the operating table, it was found that the metal under the leg board of the operating table was damaged. We decided to report the issue due to a potential for serious injury if the situation, namely the fast unintended movement of the table with a patient on the operating table, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1i event site telephone: (B)(6).